Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 23khz straight handpiece (c2600) had low amplitude and was heating. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
The excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) review: the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis: evaluation was unable to verify or reproduce the reported issue. The handpiece was retested and the device passed all cosmetic and functional testing. However, current technical corrective action requires replacing of the housing; therefore, the housing was replaced and the device meets manufacturer specification. Root cause: the complaint is not confirmed as the device was found to meet specification. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.